Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and the following was obtained: did the teflon tissue pad fall into the patient? No, the teflon didn¿t fall in the abdominal cavity. The material released partially from the jaw. When the device was removed from the patient, the material detached completely. If yes: how was the tissue pad retrieved from the patient? Did the retrieval of the tissue pad alter the procedure? Is the tissue pad being returned with the device for analysis?

Event description:
It was reported that during a removal of a cyst from the spleen procedure, the teflon was released from the device. During the procedure, the device released the teflon and made a noise when operating iron with iron. The teflon dropped off the product jaw after thirty minutes of the cyst removal procedure beginning. The device, during activation, worked normally and within the temperature specified by the manufacturer. The thermal protector was in perfect conditions of use, without deformities that could result in its releasing. The doctor used the same device to complete the procedure. There were no adverse consequences for the patient reported.